Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.9 cm diameter abdominal aortic aneurysm. It was reported that during bare spring deployment while rotating the thumb wheel, the thumb wheel broke in two pieces. They were unable to reattach the thumb wheel and it appeared that a small blue piece had broken off. It was also noted that the delivery device did not work at that point. A syringe was attached to the back of the rear handle to recapture the tapered tip. However, during removal the syringe was not held in place and the tapered tip separated again while going through the bifurcated stent graft at the spot of a severe angle in the proximal iliac, and the device became stuck. The physician had to push the delivery device forward and recapture the tapered tip again using the syringe technique. The tapered tip then separated again and the spindle came out as well. The tapered tip had to be manually pulled through the valve. It was noted that the bifurcated device was implanted on the left side. The issue had also reportedly been resolved. No clinical sequelae were reported and the patient is fine. The device was returned; rgi was performed and the event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
(B)(4).